Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for the generator prior to distribution.

Event description:
Information was received indicating that the patient had a new vns system implanted on (B)(6) 2015. Lead impedance was noted to be within normal limits (lead impedance - 1369 ohms).

Event description:
Clinic notes were received indicating that the vns patient developed an infection following generator replacement surgery due to end of service on (B)(6) 2012. Cultures were taken and found gram-positive cocci in the chest and neck. The patient underwent surgery on (B)(6) 2012 to explant the generator and lead. The patient has not been re-implanted to date. Review of manufacturing records confirmed sterilization for the generator prior to distribution.